Event description:
During a ptca treatment procedure, the quantum maverick monorail balloon ruptured at 8 atms on the initail inflation. The pt was asymptomatic during this event. The quantum maverick monorail balloon was removed and replaced with another balloon to successfully complete the procedure. No pt injuries or complications were rpeorted. Pt status is reported as 'good'.